Event description:
A report was received that the patient was explanted due to pain at the pocket site.

Manufacturer narrative:
The explanted ipg passed visual and performance tests done. The device exhibits normal device characteristics. A review of the manufacturing documentation of the explanted leads and extensions revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8116-50 serial#: (B)(4) description: scs paddle lead - 50cm. Model#:sc-3138-25 serial#: (B)(4) description:scs phiii ext 25cm .the explanted paddle lead and extensions will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to pain at the pocket site.